Event description:
The hosp reported that during a coronary artery bypass procedure, the acrobat-I stabilizer was unable to provided a vacuum due to the canister not being hermetically sealed. A replacement device was used to complete the procedure. The hosp did not report any pt effects.

Manufacturer narrative:
The device was returned to the factory for eval. It showed no signs of clinical usage or evidence of blood. A visual inspection showed that the white lid on the canister was not seated properly inside the clear canister body however there was enough of a seal to allow the lid to remain attached. The offset between the canister lid and the body created an opening along one side of the lid/body seam. The white plastic lid was deformed at the corner where the opening was found. This type of deformation is consistent with the type of deformation seen when the lid is press fit onto the body while the lid and body are out of alignment. There are no scratches, cracks or other deformations observed. Add'l eval required. A supplemental report will be submitted when the eval is completed. A lot history record review was completed for the reported product lot number. There are no non conformance recorded in the lot history. There are no other similar complaints reported against this batch. (B)(4).